Event description:
It was reported the c-d poly trial chipped during the procedure. None of the fragments fell in the patient. Spd discarded the fragments. No patient impact. No additional information.

Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and the corner of the post step on the medial side of the tasp feature has fractured off. All pieces were not returned. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Medical records were not provided. Investigations for complaints associated with the tibial articular surface provisional (tasp) fracture were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.